Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box history shows confirmation of a power on reset on (B)(4) 2012. The battery cap was not returned with the pump. A new test battery cap was able to fully tighten, with no visible yellow o ring showing. Pump was programmed for 24 hours on a 1 unit per hour basal rate, with a test battery cap. No power issues or rebooting were duplicated during this time. A component was found disconnected from the pc board and loose inside the pump. Unrelated to this complaint, the display screen has a pinkish contrast when booting to the verify screen. Removed the pump cover; replaced screen, pump booted to a normal contrast with replacement screen.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump had rebooted once that day without user intervention. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible damage to the battery compartment. In addition, there was no visible battery cap damage. The patient admitted, however, that the pump's battery cap had never been changed. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.